Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior, creases fold, wear abrasion and missing shell. Based on the device analysis the final assessment is: a striated broken shell on anterior assessed as surgical damage. Consistent in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture and removal of textured implant due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and removal of textured implant due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side rupture and removal of textured implant due to the patient's concern with the product. Device has been explanted.